Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during user interaction, the pump touchscreen would unexpectedly jump to the home screen. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support was performed and it was reported that the issue was resolved. Customer continued to use the pump for insulin therapy.